Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed signs of use on the right ring (dried blood/tissue); a singular bent pin was visible on the right ring. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3. 0 mm coupler had a bent pin which was noted during a surgery. This was further described as, during a ¿diep case¿, the surgeon ¿was everting the vessel wall onto the pins and noticed that one of them was bent¿. The coupler was replaced with a new one, which was fine, and the case was finished. There was no patient injury or medical intervention associated with this event; further stated as ¿the patient is doing well¿. No additional information is available.